Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. The compressor transformer was found to be defective by the field service engineer. The external fuse was blown repeatedly, indicating a short circuit. After replacement, the compressor passed all functional tests and was handed over to the customer in good working condition. The faulty transformer was returned to the national warehouse but was not sent to the manufacturer for investigation. If the compressor stops during operation, the compressor will fail to deliver compressed air. A connected ventilator will then switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. Additionally, if no oxygen is connected to the ventilator, ventilation will stop as a worst case scenario. Alarms will be generated. As no faulty part was returned for investigation, the reported problem could neither be confirmed nor any root cause determined. A short circuit in the transformer is indicated.

Event description:
Manufacturer's ref.#: (B)(4).